Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. No actions/interventions were taken to resolve the issue. The issue was not resolved, but when the patient is lying flat on her back, the connectivity and impedance issues resolved. When sitting upright, the problem did not resolve. The patient's weight was unknown. Information was confirmed with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that during intra-operative placement of the system on the day of the report, he did a connectivity check and impedance check and everything looked good, all green checkmarks. The rep reported that now in post-operative there were impedance issues. The rep ran the connectivity check and saw the following contacts as red: 0,1,2,3,4,8,9,10,11,13. An impedance check showed 0,1,2,6,7,8,9,11,12,13 as do not use, 3 and 5 showed avoid. It was reviewed that it was likely related to a connection issue with the lead considering the drastic difference in readings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient called and informed him that she was getting good coverage with her stimulation. No further actions or interventions were needed as of now. No further complications were reported.